Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements while programmed to bipolar. As unipolar is not usable, this lead is expected to be replaced at a future date. This lead currently remains in service. No adverse patient effects were reported.